Event description:
New information received notes lead was explanted and replaced.

Event description:
New information received notes the lead was explanted due to fracture.

Event description:
The patient presented to clinic in (B)(6) 2012 for routine follow-up with alerts for low impedance. In (B)(6) 2011, the patient was seen in the us for an ablation and the device delivered a shock. The episode indicated there was a possible hv lead issue. The lead impedance notifier had been turned off at that time due to previous notifications. The lead will be monitored.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was found at 9.2-9.5cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.